Event description:
It was reported that the patient experienced a shocking or jolting sensation after strenuous activity or exercise. The device was on. The patient was at home in fair condition. Further information is being requested from the hcp.